Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
A monarc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, infection or inflammation and tissue abrasion. The report indicates that the pt has suffered emotional and mental pain and distress and has sustained permanent injury.